Event description:
Per investigation results, the anchor was found to be broken. Based on this, the anchor broke during procedure.

Manufacturer narrative:
Alleged failure: air+ did not trigger/release. Replacement was available. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) user not familiar with device use, 2) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Per investigation results, the anchor was found to be broken. Based on this, the anchor broke during procedure.